Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure in 2003 and mesh was implanted. It was reported that the device caused erosion and had to be partially removed. Urethral erosion was 9-3 o clock full thickness. It was noted that the mesh was intra urethral and had stone formation at surgery on (B)(6) 2024. The patient reported that she felt the device had become less effective from 2017 approximately and caused adverse symptoms. The patient reported associated pain, worry and trauma over the years. No further information could be obtained due to lack of reporter contact information.